Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code and lot number of the product that was used? Was there any additional tissue damage as a result of searching for the needle piece? Any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent cleft palate plastic surgery on (B)(6) 2020 and suture was used. The needle tip broke when sewing the skin in the surgery. The broken needle tip was found. Changed to another device to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.